Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
"Customer stated "won't turn off, dripping at handle" "changed out tanks to see if this corrected and it did not fix the problem". (B)(4).

Event description:
"Customer stated "won't turn off, dripping at handle" "changed out tanks to see if this corrected and it did not fix the problem". Reference repair order: (B)(4)." Ref e-complaint (B)(4).

Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. Analysis and findings: e-complaint: (B)(4). Was the complaint confirmed? Yes. A review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed the complaint. The frost trigger was found to be stuck in the 'on' position. The unit's valves were removed and replaced with new parts from stock. The old ones were discarded, but the replacement valves had resolved the issue with the unit. Replacing the valves and the o-ring may indicate the core valve(s) may have been damaged or possibly obstructed. During assembly all units are tested for proper function. This unit had passed this testing. A definitive root cause for this complaint condition is not readily available. This is considered an isolated incident. Correction and/or corrective action: the unit was repaired and returned to the customer under warranty. No applicable correction available to train to at this time. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.